Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports they are noting a perceived increase in migration as well as some difficulty with deployment. This seems to be occurring more frequently with the ultrasound-guided savi placements.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A review of the product history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.